Event description:
Caller reported a malfunction on the pump and was provided with pump reset information by cts. There was no adverse impact to the customer¿s blood glucose level. After resetting the pump, the malfunction did not recur, and the customer was instructed to continue using the pump and call back if the issue recurs.